Event description:
Event description cpi received information that due to oversensing, the rate sensing portion of the patient's transvenous defibrillation lead (0125) was capped. A new rate sensing lead was implanted. The high voltage portion of the lead remains active.